Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the balloon became porous 24 to 48 hours after insertion.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the lot number reported and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, one sample was retrieved from current production at the manufacturing facility. A visual inspection was performed and there were no obvious defects found. The cuff was inflated to 100mbar and no issues were encountered. The cuff was then inflated above 300mbar and leakage was detected. Based on the investigation performed, the reported complaint could not be confirmed. The actual sample was not returned for evaluation. The instructions for use (IFU) states that the cuff pressure should not exceed 25mbar and the cuff should not be overinflated to avoid any rupture or distortion, which may lead to airway blockage. It is most likely that the cuff was overinflated; however, this could not be confirmed as no actual sample was returned for evaluation.

Event description:
The customer alleges that the balloon became porous 24 to 48 hours after insertion.